Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8590-1, lot# n250540, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
The patient reported that they were having a problem with their pump, and they were not sure if there was a kink. The patient stated that they were not getting all of the medication, and that they were in withdrawal. The patient stated that they had been on and off of withdrawal for three years, and it had been 'really bad since (B)(6).' The patient stated they were back to a 'cold, cold, cold feeling' and they were freezing. The patient stated that were put on a phenol patch to bridge the gap until they figured out what was wrong with the pump. The patient stated that 'was fine until they had a neuropathic flare' from (B)(6). The patient noted they had to postpone their refill until (B)(6). The patient stated they were 'sick as a dog' with the neuropathic pain flare. The patient contacted their primary physician but was not getting a response. They were noted to have been down to two patches. Their blood pressure was noted to have been down 'really low.' The patient further stated that either they were 'really, really low or really, really high on pins and needled.' The patient stated that they would 'go all night' because they were so low on medicine because the pump was not working right. Further discussion revealed that this was an issue with the patient's boluses, and the patient was instructed to see her physician to confirm her ptm was correctly programmed. The medications used within the system were fentanyl, clonidine, and bupivacaine.